Manufacturer narrative:
Related manufacturer's report: 2916596-2022-14923. The manufacturer is closing the file on this event.

Event description:
It was reported that during initial implant after the pump was placed, thrombus was noted in the bypass circuit and oxygenator. Decreased flows were observed through the heartmate 3, raising concern for possible thrombus involvement spreading to the pump. The patient received a pump exchange on (B)(6) 2022 due to concern of thrombus seen in bypass circuit. The patient then required right ventricular assist device (rvad) support due to continued low flow alarms. The patient had severe bleeding throughout the case and required over 30 units of blood products. The patient remained in critical condition. Log file review captured low flow events beginning at 3:30 pm and changes were made to the set speed. There was an intentional pump stop at 3:38 pm on (B)(6) 2022 and the controller was disconnected from power. It was additionally reported that the patient passed away on (B)(6) 2022 due to multiorgan failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of decreased left ventricular assist device flow was confirmed via the submitted log file data. The reported thrombus could not be confirmed through this evaluation. A direct correlation between the heartmate 3 left ventricular assist system and the reported low pump flows and suspected thrombus could not be conclusively established through this evaluation. A specific cause for the reported bleeding cannot be conclusively determined. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported event. The controller event log file began on 19oct2022 at 15:14:36, per the timestamp. From the beginning of the log file to 15:31:47 the estimated pump flow ranged from 2.5-3.3 liters per minute (lpm). At 15:31:55 a decrease in pump flow was noted, which resulted in low flow alarms, and the estimated pump flow ranged from 0.1-0.8 lpm until the pump was intentionally stopped at 15:38:53. The system controller was completely disconnected from power shortly at 15:41:15, which appears consistent with the reported pump exchange. The pump appeared to have operated as intended at the stored patient speed while the driveline was connected. (B)(6) was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The remainder of the pump cable, as well as the modular cable and apical cuff, were not returned for evaluation. The sealed outflow graft was secured to the pump cover. The outflow graft bend relief was separated from the device but was also returned. Examination of the blood-contacting surfaces of the device did not reveal any developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 lists thromboembolism and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.